Manufacturer narrative:
This incident is considered a use error as the nurse accidentally pricked her own finger during penetration of the rubber cube. Further, it also been stated by the customer that there was no product quality issues.

Manufacturer narrative:
Should be "no information".

Event description:
According to the complaint, at (B)(6) a user collected blood with a pico70 for a blood gas analysis. In the process of collecting arterial blood, the needle hurt the user's finger when the tip of the needle was inserted into the rubber. When the user's finger was stabbed, the wound was immediately disinfected and bandaged.